Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with ch -b phm (pump head module) was discovered and confirmed in the pump's event history by a baxter service technician. The root cause of this condition was assigned to a defective ch - b pump head module. The pump head module was replaced to correct this condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of failure code "814:04". This condition had the potential to interrupt delivery. This event occurred during programming/setup. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.